Event description:
Complainant alleged that while attempting to defibrillate a patient (age unknown) who had coded, the device was unable to discharge. Complainant indicated that they were able to obtain another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not related to the reported malfunction.